Event description:
Reportedly, the pt was hospitalized due to loss of consciousness and inappropriate shock by the associated ICD system (associated devices: ovatio dr6550, sn: (B)(4), lead: intermedics; 438-35s-52, sn: (B)(4)). Review of the associated pt files stored within the ICD revealed 14 episodes of oversensing with a similar pattern, which may be indicative of a lead or lead/ICD connection issue. A fluctuation in lead impedance was reported from 852 ohms to 404 ohms. Shock continuity relative to the subject lead was reportedly normal. Sensitivity testing also evidenced noise (noise amplitude was 0.5 - 2mv), so the device was re-programmed to 1.2 mv to avoid noise sensing. Reportedly, "no lead breakage point was confirmed on x-ray photo." A re-intervention was performed and a bipolar pacing/sensing lead was added. This lead was positioned on the ventricular septum to avoid interactions with the subject lead. The ICD was also replaced.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.